Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-3373-4002 sheath will not lock into place and continues to slide up and down. Noticed during a case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.